Event description:
The night prior to the report, the patient felt the device wasn¿t working correctly and didn¿t feel stimulation sensation. When the patient turned the programmer on, she got an arrow and a triangle in the top left. The patient¿s symptoms were coming back a little bit the morning of the report. The patient had a loss of therapeutic effect. About a month ago, the patient had something similar occur where her symptoms came back. There was a problem with the patient programmer, the programmer needed a battery change, and the programmer issue was resolved. The patient did not have concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kcd9, implanted: (B)(6) 2014, product type: lead. Product ID: known, product type: programmer, physician. (B)(4).